Event description:
It was reported that the right ventricular lead exhibited intermittent capture. During lead revision, a fracture was noted on the lead. The lead was capped and replaced. Postoperatively the patient was in stable condition.

Manufacturer narrative:
(B)(4).